Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) was consulted and determined the impedance had remained stable over the past year in the high 130s ohm range. Ts suggested increasing the out-of-range alert threshold to 150 ohms along with other programming recommendations. No adverse patient effects were reported. This rv lead remains in service.